Event description:
Pump was set to deliver 35ml/hr. Reporter stated the pt simply "reached up" and was able to release the administration set from the rotor, give a tug (opening the safety valve), and administer a large bolus to themselves there was no illness, injury or medical intervention resulting from the event.